Event description:
The customer reported low blood glucose of 54 mg/dl which was treated with a glucose tablet. The customer reported a feeling of a leaking insulin in their shorts after taking a shower and reconnecting the insulin pump. They stated that they suspended the insulin pump and it still seems that insulin is being delivered. The customer was not admitted as an inpatient. The customer reported that the drive support cap appeared normal, the reservoir showed the same amount of insulin as shown on the status screen of the insulin pump. The customer stated that the insulin pump has not been exposed to MRI. During the phone call the customer checked their blood glucose and it had gone up to 72 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.